Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a comprehensive review of intraprocedural fluoroscopic cine images was conducted. Available evidence indicates that left transfemoral access was utilized for the procedure, and a preexisting peripheral stent was present in the left iliac artery. The timing of the peripheral intervention remains unknown. Inspection of the valve load under fluoroscopy confirmed satisfactory positioning. During advancement of the delivery catheter system, fluoroscopic evidence suggests that the nose cone became lodged within the previously implanted stent and subsequently detached from the delivery system. The tip of the delivery catheter system could not be retrieved, and the patient reportedly required conversion to surgical intervention. As stated in the instructions for use: patients must present with transarterial access vessels with diameters that are =5.0 mm when using model d-evolutfx-2329 or =6.0 mm when using model d-evolutfx-34. The patient¿s executive summary was not available, which limited the ability to perform a thorough anatomical evaluation. In this case, the absence of the patient¿s executive summary precludes validation of the iliofemoral diameters. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, upon accessing the right femoral artery, the nose cone of the delivery catheter system (dcs) became "lodged" in the right iliac artery which had a previously implanted stent. When attempting to remove the dcs, the dcs became detached from the capsule where the valve was mounted. As the dcs was unable to be retrieved, bypass surgery was performed on the right iliac artery to remove the dcs. Additional information was received that during loading of the transcatheter valve, there was no resistance felt, and no misload or loading difficulties observed. It was noted that the patient's calcified right femoral artery contributed to the capsule issue. A procedural delay occurred due to the capsule separation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, upon accessing the right femoral artery, the nose cone of the delivery catheter system (dcs) became "lodged" in the right iliac artery which had a previously implanted stent. When attempting to remove the dcs, the dcs became detached from the capsule where the valve was mounted. As the dcs was unable to be retrieved, bypass surgery was performed on the right iliac artery to remove the dcs.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.